Event description:
Pt implanted approx six months ago, orif distal femur: (B)(6) 2012, with plates and screws. Pt returned to a different surgeon and it was discovered there was a non-union, date unk. Pt was returned to operating room on (B)(6) 2012, hardware was removed and pt was revised to 12 hole 95 degree angle plate. This is 2 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.